Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Please disregard the literature attachment mwr-28112018-0000257309 on the previous follow-up, the correct literature article is attached. Device was used for treatment, not diagnosis. - attachment: (B)(4). Silvana marasco 2014 1 to 3.pdf, pc-000321294 silvana marasco 2014 4 to 7.pdf.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Literature attachment - attachment: (B)(4).

Manufacturer narrative:
510k: this report is for an unknown screws: matrixrib/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, device history batch, device history review - null device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: silvana marasco et al (2014), analysis of bone healing in flail chest injury: do we need to fix both fractures per rib? The journal of trauma and acute care surgery, pages 452 - 458 ((B)(6)). The objective of this retrospective study is to analyze surgical rib fixation (srf) in flail chest injury, assessing 3-month outcomes for nonfixed fractured rib ends in the flail segment. Between 2005 and 2013, 60 patients (46 males and 14 females) with a mean age of 55 years who had flail chest injury and underwent surgical rib fixation (srf) were included in the study. Between 2005 and 2012 these patients utilized a competitor¿s device, then on 2012 an unknown synthes matrixrib titanium plates and bicortical screws were used. Patients were evaluated through three-dimensional computed tomography (3d CT) after 3 months to assess healing. The authors did not specify which patients were implanted with the synthes device. Thus, complications will be reported as follows: 1 postoperative patient death was reported due to pre-trauma nonthoracic comorbidities. 29 patients had partial healing (cartilaginous union). 6 patients had non-healing (non-continuity of rib). 7 patients had residual deformity (angulation, overlapping, or displacement despite fixation). This report is for an unknown synthes bicortical screws. This is report 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).